Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the inappropriate mode switch episodes were noted due to far-r wave oversensing on the atrial lead. The technical service recommended changing the sensitivity of the lead. No intervention was performed and the patient will be monitored continuously.

Event description:
New information received on 07/04/17. It was reported that the atrial lead and implantable cardioverter defibrillator exhibited undersensing issue.